Manufacturer narrative:
On 25-sep-2024, additional information was received indicating the intervention provided was premature ventricular contraction (pvc) and it is not known if the patient required medication during heart catheterization. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31313694l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a redo premature ventricular contraction (pvc) ablation procedure with a qdot micro¿ catheter and the patient experienced st segment elevation that required coronary catheterization and prolonged hospitalization. During a pvc redo case, the doctor was ablating in the proximal part of the coronary sinus (cs) with a qdot micro¿ catheter using qmode. At the 46th ablation, st-segment elevation was noticed. Ischemia probably caused by oedema in the middle cardiac vein. Coronary catheterization was required. Physician¿s opinion on the adverse event is that it was procedure related. Ablating too much at the same spot caused an oedema that led to the obstruction of a coronary artery nearby. According to him, it was not a bw product malfunction. Patient was reported to have improved but required extended hospitalization because of the adverse event; the physician wanted to monitor the state of the patient, especially if the st segment elevation improved.

Manufacturer narrative:
On 14-aug-2024, additional information was received indicating the patient did not require stent or pci (percutaneous coronary intervention). The surgeon reported that the st segment elevation was due to the edema at the ostium of the coronary sinus. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 21-oct-2024, a coding correction was processed. The h6. Health effect - impact code of "surgical intervention (f19)" was removed since the heart cauterization was a diagnostic tool and it does not appear that the patient required intervention during the catheterization (such as medication or stent/pci). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).